Event description:
It was reported that removal difficulties occurred. The 28 mm long, 90% stenosed, de novo and concentric target lesion was located in the mid right coronary artery (rca) witha vessel diamater of 3.00 mm. The target lesion was predilated with a 2.00 x 12 mm balloon with 60% residual stenosis. A fr4 guide catheter and choice floppy guidewire were introduced via the radial artery. A 3.00 x 28 mm synergy shield was advanced for treatment. After attempted deployment, the stent was not well seated and delivery system balloon could not be fully inflated without waist. Withdrawl difficulties were encourtered and the stent was damaged/compressed due to interaction with a previously placed stent. The device was removed and the procedure was completed with a different device. The patient was stable.

Manufacturer narrative:
E1, initial reporter phone, (B)(6).